Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited myopotential noise, oversensing, inappropriate shock and low amplitude/poor morphology. A technical service consultant was asked to reviewed device data. Ts provided recommendations for programming options, lead integrity testing and x-ray imagining. The device remains implanted. No adverse patient effects were reported. Additional information was received indicating that pocket manipulation and lead integrity testing was completed. The physician mentioned that in 2015 this electrode was repositioned, with no issues until recently. The physician will monitor the patient closely.